Event description:
It was reported that the patient felt abdominal pain 10 days post-implant. X-ray revealed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.